Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: "pc panel would no complete start up sequence. The screen would stay dark after intail dos screen at power on."